Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review and a complaint history review. Investigation is summarized as follows: retain sample evaluation the file sample testing did not identify a product deficiency for the alinity m resp-4-plex amp kit (list 09n79-090) lot 384108. Customer data review customer result log files were reviewed. The runs which involved the discrepant result were valid and met assay specification requirements. The validity of the run met assay specification requirements, and no error codes or flags were displayed for the run controls. No abnormal amplification curves were identified, and the assay is performing as expected with correct interpretations. Different platforms have different limits of detection (lod) therefore, the results may not be reproducible. There is no indication that the alinity m resp-4-plex amp kit (list 09n79-090) lot 384108 is performing outside of established design performance specifications based on the elements reviewed in this section. Quality data review device history record / batch record review: the device history records (DHR) review for alinity m resp-4-plex amp kit (list 09n79-090) lot 384108 (including the components) was performed. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. No issues were found during quality control (qc) testing. The products passed quality specifications at the time of release. CAPA / non-conformance review: the CAPA review for alinity m resp-4-plex amp kit (list 09n79-090) lot 384108 (including the components) was performed to identify any records that were potentially related to the reported complaint. The search did not identify any records related to the reported issue for this lot number. Complaint history review a lot specific complaint history review was performed to identify any similar complaints to the ticket being investigated, which reported discrepant results while using alinity m resp-4-plex amp kit (list 09n79-090) lot 384108. A product deficiency was not identified by this evaluation. Based on the results of the investigation elements, a product deficiency for alinity m resp-4-plex amp kit (list 09n79-090) lot 384108 was not identified.

Event description:
The customer reported 4 false positive results for the alinity m resp-4-plex assay. The customer reported that night staff on (B)(6) 2023 ran controls and water samples alongside patient samples despite being aware of a contamination issue. Of the 85 patient samples that were run, 18 returned positive and 8 of these had cn values similar to the low level contamination. On (B)(6) 2023 the positive samples were rerun on the m2000 and 4 of these generated negative results. The sids of the results that generated positive results on the alinity and negative on m2000 are: (B)(6) 37.43cn. (B)(6) 35.84 cn. (B)(6) 37.80 cn. (B)(6) 37.61 cn. The false positive results were not reported outside of the laboratory. There was no report of impact to patient management.

Manufacturer narrative:
This incident is being reported to FDA because the incident occurred internationally using the alinity m resp-4-plex assay, list number 09n79-90, which is the same/similar to the alinity m resp-4-plex assay, list number 9n79-95, which received FDA eua approval.

Event description:
The customer reported 4 false positive results for the alinity m sars-cov-2 assay. The customer reported that night staff on (B)(6), 2023 ran controls and water samples alongside patient samples despite being aware of a contamination issue. Of the 85 patient samples that were run, 18 returned positive and 8 of these had cn values similar to the low level contamination. On (B)(6), 2023 the positive samples were rerun on the m2000 and 4 of these generated negative results. The false positive results were not reported outside of the laboratory. There was no report of impact to patient management.

Manufacturer narrative:
An elevated complaint investigation will be initiated. This incident is being reported to FDA because the incident occurred internationally using the alinity m sars-cov-2 assay, list number 09n78-90, which is the same/similar to the alinity m sars-cov-2 assay and list number 9n78-95, which received FDA eua approval.